Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son reported via phone call that the insulin pump could not rewind. Customer's blood glucose was unknown. During troubleshooting, customer reported the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. No unexpected constant tone or audio beep alarms noted and rewind functioned properly during our testing. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window and scratched reservoir tube window.